Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while applying the clip, the jaw of the applier broke at the level of the rivet, and it seemed only one part of the screw was retrieve. After research another part was finally retrieved. There were no patient consequences.

Manufacturer narrative:
Qn#(B)(4). When reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. After the investigation of the instrument, the following was observed: the rivet on the jaw is broken and the pull rod is bent. We received two parts of the rivet for investigation. Both parts have been measured. One part has a length of 0.913mm. The other part has a length of 1.012mm. The rivet has a length of 3.2 - 0.05mm before the assembly. Due to the flanging during the assembly the rivet will be approx. 0.2mm shorter. The rivet has a length from approx. 3mm after the assembly. Minus the two available sample pieces, approx. 1mm of the rivet would be missing. The instrument has been returned for repair the second time. The instrument has been revised in february 2014. The instrument had the original lot p1341656 and was delivered with the invoice #(B)(4) on (B)(6)2013 to teleflex. Due to the existing damages, it is assumed that the breakage was caused by an overloading. Corrective actions have been already initiated. To avoid further overloading other remarks: breakages, a different stronger rivet (larger size) is used since february 2015. As soon as a repair authorization is received, the repair could be performed. Additional method code: (B)(4).

Event description:
It was reported that while applying the clip, the jaw of the applier broke at the level of the rivet, and it seemed only one part of the screw was retrieve. After research another part was finally retrieved. There were no patient consequences.

Manufacturer narrative:
(B)(4). The device investigation for report 3011137372-2018-00114 indicates the potential that 1mm of the broken device may have remained inside the patient therefore the report outcome has been changed to serious injury.